Manufacturer narrative:
(B)(4). The device was tested and no malfunction was found. The cause of the injury as sustained by the pt was determined to be lack of distance between the coil cable and the patient's skin. Routing of the cables was not according to the instructions for use and no padding was used to ensure sufficient distance between cable and patient.

Event description:
Philips received a report from a customer that a pt positioned head first in an achieva 1.5t mr system for an examination of the rectum using the sense body coil. After the examination, a blister of 4x4 cm was observed on the right forearm.